Event description:
While preparing blinatumomab infusion, secure eva bag had a particle in it. Bag was filled and it was noticed that the particle looked like it was inside the bag with the medication. It was also noticed when normal saline was injected into empty eva bag. Pt-4582. Device-2901. Referenced reports-mw5178285.